Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
It was reported the patient no longer felt stimulation and experienced ¿less than 50% therapy relief following the replacement of their original implantable neurostimulator (ins) with a new ins and pocket adaptor. Impedance testing found high impedances of ¿10000/15000 ohms¿ on channel 1 and ¿15000/20000 ohms¿ on channel 2 of the pocket adaptor. The pocket adaptor was explanted and replaced as a result of the event. Following the replacement of the pocket adaptor, the patient¿s ¿impedances were ok¿ and the ¿patient was receiving an effective stimulation.¿ the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.